Event description:
A customer reported an altitude alarm with their pump. There was no adverse impact to the customer's blood glucose level. Technical support provided tips to prevent such alarms, and the customer acknowledged them. The customer was able to resume insulin delivery with the original cartridge without needing any replacement.